Event description:
During an amniocentesis to catheterize the fetal bladder, the fetal bladder catheter (pigtail catheter) became lodged in the trocar. The catheter could not be moved, and the procedure had to be cancelled.